Event description:
Baxter korea reports a blood leak with the psn 120 dialyzer. The reported incident occurred on initial use, during the middle of the hemodialysis treatment. No additional info available.